Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to pair a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet while it was already paired to a dexcom receiver, resulting in pairing failure to the ilet and requiring customer education on compatible pairing configurations. No adverse clinical symptoms reported. Outcomes included no impact on use beyond inability to pair to the ilet during the call and no alarms. User support included troubleshooting and education performed by support, confirming that concurrent pairing to both a receiver and the ilet is not supported. Investigation of this case revealed that the sensor's existing pairing to the receiver prevented pairing to the ilet, representing expected device behavior when incompatible pairing is attempted. It was concluded, based on previously established findings for similar reports, that the cause was user setup configuration and use inconsistent with device pairing requirements.